Event description:
A female patient reported experiencing "eye infections" (unconfirmed), initially in her left eye, then her right eye, after using complete moistureplus multi-purpose solution. The patient's health care practitioner (physician's assistant) reported that the patient had a sore left eye for one week with mucous. She saw the patient in 2006 and prescribed vigamox antibiotic eye drops. During recheck five days later,, the patient had complaints of residual irritation os and was told to continue use of the eye drops. The physician's assistant's opinion regarding the relationship of event to product is "possibly". The patient's optometrist reported seeing the patient eight days later. The patient told her about the infection, but it was clear os. She recommended that the patient switch to opti-free replenish. The optometrist reported that the patient then developed an eye infection od, but the optometrist did not see her or treat her for this; the patient used vigamox od and the infection cleared. The optometrist also noted that the patient had a cold and has a history of sinus problems. The patient reported as of the following month that she recovered and successfully resumed lens wear after switching solutions. However, the optometrist reports seeing the patient in 2007 for an unrelated red eye od. The optometrist's opinion regarding the relationship of event to complete moisture plus is "possibly/unknown."

Manufacturer narrative:
Batch record review for the reported lot did not show any deviations or provide reason for patient's experience. Retain evaluation results for the reported lot are within chemical specification and show the solution released from the manufacturing site to be sterile. An opened complaint unit received from patient was tested and found to be within chemical specification; however, it was no longer sterile. The evaluation results indicate that the solution was compromised through user error.